Event description:
It was reported that while placing the bravo ph monitor the capsule would not deploy from the delivery system. When the delivery system was removed from the patient the capsule fell off. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is completed and/or when additional information is received from the hcp. The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication.